Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt of the right atrial (ra) lead, the screw would not come out. It was noted that the physician took the lead out of the patient and turned it "like 40 times" and the screw ¿popped¿ out. It took quite a number of turns to retract it and it popped back in just like it had popped out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.